Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had a defective cassette sensor. The issue was identified during testing. There were no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.